Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was visible blood in the flash chamber9blood pooling or leakage). The following information was provided by the initial reporter. The customer stated: "the staff nurses have noted there is no flashback in the chamber above the needle with some of the vacutainer needles, even though they are in the vein and this is confirmed when they attach the blood collection bottle."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was visible blood in the flash chamber9blood pooling or leakage). The following information was provided by the initial reporter. The customer stated: "the staff nurses have noted there is no flashback in the chamber above the needle with some of the vacutainer needles, even though they are in the vein and this is confirmed when they attach the blood collection bottle."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10